Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: salpingectomy and lap chole. Event description: complaint 1 of 4: (B)(4). Complaint 2 of 4: (B)(4). Complaint 3 of 4: (B)(4). Complaint 4 of 4: (B)(4). Initial report from account manager, via feedback portal on 11nov2024: there's been a run on the dilating beads migrating causing the bag to not stay closed. It's been happening periodically over the past couple months. One time lost a tube and had to open another to retrieve. Additional information obtained from account manager on 12nov2024 via email account manager clarifies that the original statement "it's been happening periodically over the past couple months" occurred "too many to count." Account manager found out on 12nov2024 it is happening to general surgeons also. The bag would not stay clinched. There was spillage out of the bag opening. The procedure being performed for complaint (B)(4) was a salpingectomy and lap chole. Per hospital policy, none of the devices will be returning back to amr. Intervention: lost a tube and had to open another to retrieve. Patient status: no injury or illness occurred.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: salpingectomy and lap chole. Event description: complaint 1 of 4: (B)(4) - MFR# 2027111-2024-00942; complaint 2 of 4: (B)(4) - MFR# 2027111-2024-00946; complaint 3 of 4: (B)(4) - MFR# 2027111-2024-00949; complaint 4 of 4: (B)(4) - MFR# 2027111-2024-00948. Initial report from account manager, via feedback portal on 11 nov 2024: there's been a run on the dilating beads migrating causing the bag to not stay closed. It's been happening periodically over the past couple months. One time lost a tube and had to open another to retrieve. Additional information obtained from account manager on 12 nov 2024 via email account manager clarifies that the original statement ¿it's been happening periodically over the past couple months" occurred "too many to count." Account manager found out on 12 nov 2024 it is happening to general surgeons also. The bag would not stay clinched. There was spillage out of the bag opening. The procedure being performed for complaint (B)(4) was a salpingectomy and lap chole. Per hospital policy, none of the devices will be returning back to amr. Intervention: lost a tube and had to open another to retrieve. Patient status: no injury or illness occurred.